Event description:
It was reported to boston scientific corporation that during an anterior sacrospinous fixation pelvic floor repair procedure using an uphold vaginal support system, as the physician threw the mesh leg through the sacrospinous ligament with the capio device, the lead suture detached where it meets the dilator and fell inside the patient. The physician used pick-ups to retrieve the lead suture (with the needle at the end) and completed the procedure with another uphold vaginal support system, without further complications to the patient, who is reportedly "great" post-procedure.

Manufacturer narrative:
Removal of foreign body. (B)(4) - the reported event of suture detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.